Manufacturer narrative:
The insulin pump was received with no act button response due to corroded act keypad trace. The device also had cracked case on display window corners, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the act button on the insulin pump was responding intermittently. Blood glucose value was 593 mg/dl. The device was not dropped or exposed to moisture and the keypad was not locked. The customer stated the time on screen did advance. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.